Manufacturer narrative:
The evo clamp was requested for a further investigation, during which the reported malfunction was confirmed. During the investigation it could be detected that with a value of the motor current equal to the 4,3%, the blood flow in output from the evo was out of specification for the 1/2" tube. By increasing the motor current value to the 5,2%, the issue was solved.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) was giving an intermittent error associated to the device unable to reach the occlusion during procedure. There was no report of patient injury.